Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240/2367 alarms which occurred on the homechoice (hc) during use, during dwell 4/4. The baxter technical service representative (tsr) recycled power and it cleared. They explained the alarm and the caller would discard the supplies. They would call the registered nurse (rn) per the air detect alarm, being connected and the missed last fill with the different solution strength. The caller would call back if any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He said he used manual supplies the next day and the day after that he was back on the machine and resuming therapy successfully. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she had already discussed the alarm with the patient. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.